Event description:
Complainant alleged that the medics were attempting to treat a pt using the device, but the unit shut down each time the medics requested that the device print a recorder strip. The medics then turned the device back on a and continued pt treatment. The medic reported that the device monitored and shocked the pt without problem. Complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.